Event description:
Patient representative reported acute chest and breast pain, abnormal increase in volume, "psychological and psychiatric follow-up has been reinforced, partly because of the pain suffered", and rupture (confirmed by CT scan and unspecified radiological examination). Side unknown. Device explanted. Fibromyalgia also reported, but not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient representative reported acute chest and breast pain, abnormal increase in volume, "psychological and psychiatric follow-up has been reinforced, partly because of the pain suffered", and rupture. Right side. Device explanted. Fibromyalgia also reported, but not device related.